Event description:
The patient's pump was refilled on (B)(6)2010. On (B)(6)2010, the patient experienced altered mental status and respiratory depression; the patient was hospitalized. The morning of (B)(6)2010, the patient's pump was refilled and the patient experienced the same symptoms as prior refill of altered mental status and respiratory depression later in the day. On (B)(6)2010, the patient was admitted to the hospital. The pump logs were normal. On (B)(6)2010, the patient was "doing better but still hospitalized." In both cases the dosing was adjusted from 8.613 mg/day to 6.460 mg/day and this resolved the issue. The volume discrepancy was "not significant." It was reported on (B)(6)2010, the patient was "doing fine" and had her daily dose reduced. The pump delivered morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) - mental status changes - (B)(4).